Event description:
It was reported that the right ventricular (rv) pacing lead had an increase in impedance, and had three impedance measurements greater than nine thousand, nine hundred and ninety-nine ohms. The lead was cut, capped and replaced with a new rv lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.